Event description:
It was reported that the ventricular lead was undersensing premature ventricular contractions (pvc). It was also reported that the patient was having more pvc's than in the past. No changes were made and the ventricular lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.